Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer crack on the screen and pump. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. The damage affecting/impacting the pump functionality. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1885 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Sc1-cap locked in place properly during testing. After battery installation unit gave a flashing white display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement test, active current measurement test and self-test due to flashing white display. While unit flashed white display, missing segments/partial display was noted. Proceeded by cutting unit open and performing visual inspection of connectors and electronic assembly. During deconstructive analysis, no moisture damage to electronic stack was noted. However, cracked glass was noted behind the display window, leading to the missing segments. Isolate flashing white display to electronic assembly. Unable to download history files and traces using thump software due to display anomaly. Unit was also received with: cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer's allegations of cracked display window were not confirmed when no cracks to the display window were noted during visual inspection. However, cracked glass behind the display window was noted during deconstructive analysis, leading to missing segments. Unit was also received with flashing white display. Isolate to electronic assembly. Other cosmetic damages were also confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.